Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced blurry visual acuity and starbursts around light. The lens was exchanged with an unspecified light adjustable iol in a secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient experienced blurry visual acuity and starbursts around light. The lens was exchanged with an unspecified light adjustable iol in a secondary procedure. Additional information received stating that in the surgeon¿s opinion multi focal iol design contributed to the event.